Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed low resistance/impedance. During the week of (B)(6) 2010 impedances dropped approximately 40 ohms and 88 ohms for the right ventricular and atrial leads, respectively. During the week of (B)(6) 2010, both impedances came back to levels in line with the weeks prior to (B)(6) 2010. Analysis also noted undersensing/not sensing. R-wave amplitude dropped from approximately 7mv on (B)(6) 2010 to 4.3 mv on (B)(6) 2010. R-wave amplitude stayed between 1.6 mv and 2.6 mv over the following 4 weeks. P-wave sensing was steady around 1.5mv for the entire duration. The lead is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead was undersensing and the impedance trends showed a decrease, and it was questioned if the lead had a insulation/conductor issue. It was also noted that the patient recently had a pulmonary valve replacement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.